Manufacturer narrative:
Information contained in this report was previously submitted through psr on 18/apr/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a "leaking" left side device and stated it feels "bumpy inside the implant". Later healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.3., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in the anterior side assessed, as unidentified (tear) opening. (Shell thickness within specification). And delamination in the plug strap side assessed, as cohesive failure. Visibility/ palpability: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease fold observed, on the device. Wear abrasion observed, inside device. Yellow particle observed, inside device. No further actions are required, as the device was implanted.

Event description:
Patient reported, a "leaking" left side device. And stated, it feels "bumpy inside the implant". Later, healthcare professional reported, left side deflation. The device remains implanted.